Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Microscopic examination identified that the inner lumen was stretched and detached 5.1cm from the distal tip and the outer lumen was punctured 6.8cm from the distal tip. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. The tip showed no signs of tip damage. An inflation attempt was not performed on the returned device due to the identified puncture in the outer lumen and damage to the inner lumen. An image was provided which shows the product carton, additionally a video clip was provided which appears to show an issue towards the middle of the polymer extrusion, but it is unclear what is being indicated.

Event description:
It was reported that an outer shaft hole and leak occurred. The target lesion was located in the left anterior descending and left circumflex artery. A 15mm x 2.75mm wolverine coronary cutting balloon was selected for use. After unpacking, it was noted that the device was already damage. There was a hole in the outer shaft and a shaft leak. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6), e1 initial reporter address 1: (B)(6), e1 initial reporter phone: (B)(6).

Event description:
It was reported that an outer shaft hole and leak occurred. The target lesion was located in the left anterior descending and left circumflex artery. A 15mm x 2.75mm wolverine coronary cutting balloon was selected for use. After unpacking, it was noted that the device was already damage. There was a hole in the outer shaft and a shaft leak. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.